Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: a review of the pump¿s black box data revealed one pump reboot due to a cartridge change. The pump¿s black box data revealed no pump reboots associated with a power issue. The battery compartment was cracked. The battery cap had stripped threads. The returned battery cap was unable to secure onto the pump. The pump failed to power on with the returned battery cap. A test cap was used to complete the investigation. The pump was exercised for 24 hours with the test battery cap, with no power interruptions or duplicated alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power with the pump. The reporter stated that the battery cap couldn't be tightened to the pump and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.